Event description:
It was reported that a pt underwent a two-level x-stop procedure at levels l2/l3 and l3/l4. During the procedure, the supraspinous process ligament tore at l2/l3. Also, the spinous process fractured at l4 while implanting the device at the l3/l4 level. The physician attempted to supplement the l2/l3 ligament and performed a laminectomy at level l3/l4. There were no reported issues related to the devices/instruments. No other info was provided.

Manufacturer narrative:
Method -other: device not returned, f/u conversation with company rep.